Event description:
A 2.0mm diameter by 20mm length medtronic ave d114s percutaneous transluminal coronary angioplasty balloon catheter was inserted into a saphenous vein graft to the left anterior descending artery. The artery was reported to have thrombus present in the vessel. The balloon was inflated multiple times in an anastomotic site to the vein graft. After the third inflation of the balloon to rated burst, a pinhole leak was noticed. Subsequently, the pinhole leak resulted in a dissection of the artery. The dissection was successfully treated with a medtronic ave s670 stent. There were no add'l clinical sequelae reported relative to the event.